Event description:
In 2006, microaire received a report from the office of dr. The report indicated that a microaire drill, model 1910t, had burned the right hand of dr. Marks. The instrument had reportedly been prepared for use, and allegedly caused the burn when retrieved for use. Cream and gauze was applied to the burn.

Manufacturer narrative:
The instrument involved in the alleged occurrence was returned to microaire for evaluation. Review of the returned instrument, along with the information supplied by the customer, indicates misuse/mishap as the suspected cause. Corrective action has been initiated as a precaution, in efforts to help the potential for future misuse/mishap.